Event description:
It was reported that the patient had two catheters that developed holes "between the cuff and hub."

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The sample was forwarded to the manufacturer for evaluation. When the investigation is complete, a final report will be submitted.